Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which a new aus was implanted. The patient did not experience any further adverse event and was said to be recovering following the procedure.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which a new aus was implanted. The patient did not experience any further adverse event and was said to be recovering following the procedure.